Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 136 mg/dl. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.